Manufacturer narrative:
The reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomalies were found. The cause of the reported sensing anomaly could not be determined.

Event description:
It was reported that a merlin.net transmission revealed noise on the right ventricular lead. The lead was explanted and replaced. Following the procedure noise continued to be observed on the ventricular channel and resulted in inappropriate high voltage therapy. The device was then explanted and replaced. The asymptomatic patient was doing well and there were no complications related to the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.